Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 10/23/2014 and 10/16/2014, evaluated by lifescan product analysis on 10/27/2014 and 10/16/2014 respectively with the following findings:the meter involved with this complaint failed testing. The meter was found to have the power button sticky. The test strips passed all testing with no faults found. A DHR (device history record) was completed on 12/12/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.the reported issue could not be confirmed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue first occurred during the morning of (B)(6) 2014. The patient manages their diabetes by self-adjusting their insulin dose and denied taking any action in response to their regular diabetes management regimen as a result of the power issue. The patient stated that they developed symptoms of ¿weak and sweaty¿ after the power issue began during the morning of (B)(6) 2014. The patient denied receiving any form of medical treatment due to the alleged issue, but stated that they ate breakfast and reduced their insulin intake because they felt these symptoms. At the time of troubleshooting the csr noted that there was no misuse of the product, the correct test strips were being used and the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.